Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had post-reset ram crc alarm. The customer blood glucose level was 265 mg/dl. The customer was assisted with troubleshooting. Customer stated that the insulin pump stopped delivering. Customer stated that they had changed the battery. Customer stated that there was nothing on the insulin pump, it quit delivering and customer removed the battery. Customer was having high blood glucose and thinks the insulin pump was under delivering. Customer needed to give them self a bolus and customer thought the insulin pump was not working, insulin coming out and no insulin came out. Customer reports they were unable to clear the alarm. Customer was able to rewind the insulin pump. Customer did not want to go through high blood glucose troubleshooting. The device will not be returned for analysis.